Event description:
The customer reported the panorama telemetry system would not communicate with the panorama central station. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system and found that the panorama wireless transceiver (tim) was not working. Corrections included replacement of the power supply and communication re-established.